Event description:
Intra-abdominal abscess at implant site; wound infection. Information was received on 29-oct-2007 from a physician concerning a female patient who had a medical history of pre-cushing's syndrome, anemia and gastric cancer. Prior to the operation, the patient had been healthy with a good nutritional status. Approx three months earlier, the patient underwent an excision of the pyloric stomach and d2 dissection/b-1 reconstruction. The left adrenal gland was removed. There was no non-purulent inflammation or infection, and the abdominal cavity was washed with 2 liters of water. The physician noted that there was no contamination or infection in the abdominal cavity. Two sheets of seprafilm were placed under the median incision, and a duple drain was placed at winslow's foramen. A closed drain and ivh catheter were placed on original date, and the physician noted that drainage from the drain was normal. Solu-cortef (hydrocortisone sodium succinate) was administered as a postoperative steroid substitution therapy, and the dose was gradually reduced from 100 mg to 30 mg from original date to five days later. Hydrocortisone was administered at 20mg/day. The next day, the drain was removed. On six days later, the patient's white blood cell count was 10,600 and her c-reactive protein was 1.6. Four days later, the patient began oral mosapride citrate to treat an underlying disease. The following day, an infection was detected from the median wound in the naval. Incision and drainage was performed. One day later, a computed tomography (CT) revealed a convex-shaped intra-abdominal abscess that continued to the incisional drainage part. The same day, a culture of the abscess was performed, which revealed coagulase-negative staphylococcus and klebsiella pneumonia. The patient was started on intravenous flomoxef sodium, 2g/day, and was discontinued at the end of the month. The physician noted that the abscess was considered to be shielded by the stomach wall and seprafilm. He stated that it was unknown if seprafilm was related to the presence of the infection, or not, but it was considered that seprafilm was possibly related to the inhibition of the drainage from the drain. On the following month, the patient was discharged from the hospital, and as of approx one and a half months later, the patient had recovered without sequelae from all the adverse events. The physician assessed the relationship of the adverse events and seprafilm as probably related and moderate in severity. It was also noted that the physician considered the previous steroid therapy as a possible cause of the adverse events. The complaint investigation summary was received on the following month. No sample was returned and no lot number was provided by the user facility, therefore, genzyme quality assurance is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be re-opened, and the appropriate investigation will be conducted.